Event description:
It was reported while using smartsite¿ extension set, smallbore slide clamp leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we recently had another report of a leaking extension set. It looks like there was leaking at the connection point between the needleless connector and luer.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of leaking between the needleless connector and the luer could not be verified due to the product not being returned for failure investigation. Device history record review for model 20043e lot number 22095286 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using smartsite¿ extension set, smallbore slide clamp leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: we recently had another report of a leaking extension set. It looks like there was leaking at the connection point between the needleless connector and luer.